Manufacturer narrative:
Investigation result: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2015-02261 and manufacturer report #3005099803-2015-02262 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they were having some problem in deploying the bands. Some of the bands would either not deploy or would deploy two bands at the same time. The same issue occurred with the second speedband superview super 7 device. Additional information received on september 04, 2015. The issue with the first banding device (the subject of manufacturer report #3005099803-2015-02260) occurred during preparation and outside the patient. The issue with the second banding device (the subject of manufacturer report #3005099803-2015-02263) occurred during the procedure and inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation result: a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-02260 and manufacturer report #3005099803-2015-02263 for the other associated device information. It was reported to boston scientific corporation on (B)(4) 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they were having some problem in deploying the bands. Some of the bands would either not deploy or would deploy two bands at the same time. The same issue occurred with the second speedband superview super 7 device. Additional information received on september 04, 2015. The issue with the first banding device (the subject of manufacturer report #3005099803-2015-02260) occurred during preparation and outside the patient. The issue with the second banding device (the subject of manufacturer report #3005099803-2015-02263) occurred during the procedure and inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-02260 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they were having some problem in deploying the bands. Some of the bands would either not deploy or would deploy two bands at the same time. The same issue occurred with the second speedband superview super 7 device. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.